Event description:
The article, ¿mini-aortic valve replacement versus transcatheter aortic valve implantation: a propensity-matched study¿, was reviewed. The article presented a retrospective, multi-center experience to compare the outcomes of patients with aortic stenosis treated with minimally invasive approaches: mini-sternotomy for aortic valve replacement (mini-avr) and transcatheter aortic valve implantation (tavi) implantation. Tavi devices included were evolut r-78 (30.6%), evolut pro-60 (23.5%), sapien 3/ultra-102 (40%), direct flow-2 (0.8%), corevalve-3 (1.2%), sapien xt-5 (2%), sapien-1 (0.4%), 1 (0.4%) with lotus, 2 (0.8%) with portico, and 1 (0.4%) with accurate neo valves. Avr patients were treated predominantly with perceval 37 (26.2%), and trifecta 51 (36.2%), 7 (5%) with st jude, 17 (12.1%) with carpentier, 6 (4.3%) with on-x, 10 (7.1%) with ats, 9 (6.4%) with crown, 3 (2.1%) with mitroqow, and 1 with other mechanical valve manufacturer. The article concluded for eligible aortic stenosis patients in the 7th decade of life, mini-avr remains an excellent therapeutic option. [(B)(6) UK].

Manufacturer narrative:
It was reported that 1437 underwent transcatheter aortic valve implantation (tavi) between january 2015 and december 2021, and 1437 patients were implanted using a tavi procedure with an average age of 82.2. Summarized patient outcomes/complications of piccolo were reported in a research article in a subject population with multiple co-morbidities, chronic obstructive pulmonary disease, diabetes, asthma, prior cerebrovascular accident, prior percutaneous coronary intervention, and on hemodialysis. Some of the complications reported were paravalvular regurgitation (paravalvular leak), permanent pacemaker (surgical intervention, cerebrovascular accident (stroke), new renal replacement therapy (renal failure), cardiac tamponade, and bleeding. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis.